Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013: customer reports via phone that during a CT abd/pelvis on (B)(6) female outpatient, they experienced a contrast infiltration. IV access was in the right wrist with a 22ga. Intracatheter. Optiray 320, 100ml prefilled syringe was loaded onto the injector and the protocol of 1.7ml/sec for a volume 100ml was selected, with 300psi set. Approximately 69ml was injected when the injector stalled at 150psi. Staff did see contrast on the images, but do not know the amount of fluid infiltrated. Radiologist and registered nurse called to evaluate the patient, who was complaining of pain, with the wrist swollen and red. Staff treated with an ice pack for approximately two hours, while attempting to get a surgical consult. Patient was sent to (B)(6) hospital to obtain the surgical consult, where no surgical intervention was taken. Customer said the fse told her covidien would be reporting to the FDA, and their quality department has requested copy of FDA submission.